Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint was cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the video system center which is an olympus asset with no reported complaint. During the evaluation of the device, pump had traces of liquid inside was observed. The repair center indicated that the most likely cause of the pump had traces of liquid inside was due to cause was traced to component failure. There was no patient involvement.